Event description:
It was reported the powermax elite mdu hand control overheated. A back up device was available. No patient injury or complications were reported.

Manufacturer narrative:
Complaint of overheating could not be confirmed. All functions performed as expected. No problem found.